Event description:
The procedure was an embolization of a brain aneurysm performed in colombia. It was reported that during the procedure, when removing the nitrex guide wire, the tip of it stayed inside of the patient. The physician used a snare to remove the tip of the device. There were no complications to the patient.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.